Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height sub drawers 3.1 and 3.2 was not detected on bus. A field service engineer (fse) reseated the rowboard cable at the drawer tray and at the drawer controller board. Fse completed a proper shutdown and reboot, and all pockets appeared in hardware test application (hta) mode. Fse performed a final test, and a pharmacy technician inventoried all pockets for auxiliary half height sub drawers 3.1 and 3.2. Fse checked all cabling and found it was in good working order and installed network plugs and a rear bumper kit. Fse performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed. The customer stated that there was a delay in patient care. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed. The customer stated that there was a delay in patient care. There were no delay and adverse events or injuries reported based on this event.